Event description:
A complaint was received from a customer that stated when they test their blood sugar with the dex pt gets an "err" message. At the time of the call pt was not sure what error message pt received. While on the phone a review of the operation of the system was conducted. It was learned that the "units digit" was incomplete. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.